Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 600mg/dl and would like to check the insulin pump. Customer's blood glucose at the time of the call was 115 mg/dl. Troubleshooting found that the drive support cap was normal and the customer declined to check their pump settings. Troubleshooting found that the pump is cracked along the display screen. Customer was advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be sent to them and to call back to further troubleshoot. However, customer was also advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.